Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. The battery compartment was cracked and the battery cap was not able to tighten securely to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2019 with the following findings: on investigation, the battery compartment was confirmed to be cracked. A battery cap was not returned with the pump for investigation; a test cap was used to complete investigation. The pump powered on normally and completed 12-hour duration testing without any interruption in power. Investigation did not duplicate the power complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored.